Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via letter that the customer was hospitalized after the insulin pump stopped working. The letter did not disclose any information as the treatment or time of the event. It is unknown if the product will return for analysis.